Event description:
It was reported that the user experienced a brief dexcom g7 sensor issue resulting in signal loss to the ilet and receipt of a glucose falling quickly alert, after which the user ingested half a glucose tablet; a contemporaneous fingerstick measured 95 mg/dl, the g7 subsequently displayed 125 mg/dl, was manually calibrated to 95 mg/dl, and then the ilet showed 103 mg/dl. Symptoms included perceived rapidly decreasing glucose. Outcomes included no injury and continuation of therapy after calibration. Investigation included technical support troubleshooting and user education. Investigation of this case revealed transient signal loss and discrepant sensor readings that resolved after manual calibration and signal recovery. It was concluded that the event was consistent with a brief sensor signal interruption with subsequent accuracy correction through calibration.